Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal scheduled for (B)(6) 2018). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("iud partially imbedded in anterior myometrium/lodged into the backside of my uterus/stem embedded in the anterior abdominal wall.") And genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. B76538) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. The patient's medical history included bladder spasm on 9-mar-2015, eczema on 9-mar-2015, c-section and cervical cancer. On an unknown date, the patient had mirena 52 mg inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), complication of device insertion ("only one essure was placed"), headache ("other: chronic daily headaches"), fatigue ("fatigue"), dental caries ("rotting teeth") and uterine spasm ("constant cramping pain in uterine area"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. Mirena was removed. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, complication of device insertion, headache, fatigue, dental caries and uterine spasm outcome was unknown. The reporter considered complication of device insertion, dental caries, embedded device, fatigue, genital haemorrhage, headache, pelvic pain and uterine spasm to be related to essure. The reporter provided no causality assessment for complication of device insertion, dental caries, embedded device, fatigue, genital haemorrhage, headache, pelvic pain and uterine spasm with mirena. The reporter commented: discrepancy noted with the date of insertion of device : 27jun2014 as per fu-2(pfs). Surgery details : hysterectomy leaving ovaries- removing essure and mirena on (B)(6) 2018. Insertion details: 3 coils remaining in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-jan-2015: results: there is a solitary, left-sided, essure filament_ this fallopian tube appears to be occluded. The right sided fallopian tube is patent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, bleeding, embedded device (pelvic ultrasound, impression: iud partially imbedded in anterior myometrium) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2019: plaintiff fact sheet and medical records received. New events: bleeding, other: chronic daily headaches, fatigue, rotting teeth, constant cramping pain in uterine area, only one essure was placed, embedded device were added. Lot number added. Reporter information updated. Patient details updated. Product information was updated. Lot number added. Lab data added. Mirena added as a co-suspect drug. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('iud partially imbedded in anterior myometrium/lodged into the backside of my uterus/stem embedded in the anterior abdominal wall.') And genital haemorrhage ('bleeding') in a 37-year-old female patient who had essure (batch no. B76538) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. The patient's medical history included bladder spasm on (B)(6) 2015, eczema on (B)(6) 2015, c-section and cervical cancer. On an unknown date, the patient had mirena 52 mg inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), complication of device insertion ("only one essure was placed"), headache ("other: chronic daily headaches"), fatigue ("fatigue / tiredness"), dental caries ("rotting teeth"), uterine spasm ("constant cramping pain in uterine area") and pain ("aches and pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. Mirena was removed. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, complication of device insertion, headache, fatigue, dental caries and uterine spasm outcome was unknown. The reporter considered complication of device insertion, dental caries, embedded device, fatigue, genital haemorrhage, headache, pain, pelvic pain and uterine spasm to be related to essure. The reporter provided no causality assessment for complication of device insertion, dental caries, embedded device, fatigue, genital haemorrhage, headache, pain, pelvic pain and uterine spasm with mirena. The reporter commented: discrepancy noted with the date of insertion of device : (B)(6) 2014 as per fu-2(pfs). Surgery details : hysterectomy leaving ovaries- removing essure and mirena on (B)(6) 2018. Insertion details: 3 coils remaining in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: there is a solitary, left-sided, essure filament this fallopian tube appears to be occluded. The right sided fallopian tube is patent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, bleeding, embedded device (pelvic ultrasound, impression: iud partially imbedded in anterior myometrium) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Event : aches and pain were added. This case report refers to a 37-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain (regarded as pelvic pain) and bleeding (regarded as genital bleeding). A laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy was performed and essure was removed. She also had mirena (levonorgestrel ) inserted and experienced iud partially imbedded in anterior myometrium/lodged into the backside of my uterus/stem embedded in the anterior abdominal wall (regarded as embedded device). Mirena was removed. The events pain and bleeding are listed according to the reference safety information for essure. The event embedded device is listed for mirena. Based on the nature of the events pain and bleeding, a causal relationship with essure cannot be excluded. Iud embedment may occur due to abnormal uterine anatomy, unsuccessful insertion procedure, or without recognized risk factor due to the ius itself. In this particular case the date and the mechanism of embedment is not known. However, based on its nature, a causal relationship with mirena cannot be excluded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("iud partially imbedded in anterior myometrium/lodged into the backside of my uterus/stem embedded in the anterior abdominal wall.") And genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. B76538) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. The patient's medical history included bladder spasm on (B)(6) 2015, eczema on (B)(6) 2015, c-section and cervical cancer. On an unknown date, the patient had mirena 52 mg inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), complication of device insertion ("only one essure was placed"), headache ("other: chronic daily headaches"), fatigue ("fatigue"), dental caries ("rotting teeth") and uterine spasm ("constant cramping pain in uterine area"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. Mirena was removed. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, complication of device insertion, headache, fatigue, dental caries and uterine spasm outcome was unknown. The reporter considered complication of device insertion, dental caries, embedded device, fatigue, genital haemorrhage, headache, pelvic pain and uterine spasm to be related to essure. The reporter provided no causality assessment for complication of device insertion, dental caries, embedded device, fatigue, genital haemorrhage, headache, pelvic pain and uterine spasm with mirena. The reporter commented: discrepancy noted with the date of insertion of device : (B)(6) 2014 as per fu-2(pfs). Surgery details : hysterectomy leaving ovaries- removing essure and mirena on (B)(6) 2018. Insertion details: 3 coils remaining in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: there is a solitary, left-sided, essure filament_ this fallopian tube appears to be occluded. The right sided fallopian tube is patent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, bleeding, embedded device (pelvic ultrasound, impression: iud partially imbedded in anterior myometrium). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal scheduled for (B)(6) 2018). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. B76538) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder spasm on (B)(6) 2015, eczema on (B)(6) 2015, embedded iud, c-section and cervical cancer. Concomitant products included levonorgestrel (mirena) for contraception. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), complication of device insertion ("only one essure was placed"), headache ("chronic daily headaches"), fatigue ("fatigue / tiredness"), dental caries ("rotting teeth"), uterine spasm ("constant cramping pain in uterine area") and procedural pain ("aches and pain after hysterectomy"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, complication of device insertion, headache, fatigue, dental caries, uterine spasm and procedural pain had resolved. The reporter considered complication of device insertion, dental caries, fatigue, genital haemorrhage, headache, pelvic pain, procedural pain and uterine spasm to be related to essure. The reporter commented: medwatch 35500a MFR number 2951250-2018-02032 surgery details: hysterectomy leaving ovaries- removing essure and mirena on (B)(6) 2018 (for mirena see (B)(4) discrepancy noted with the date of insertion of essure device: (B)(6) 2014 as per fu-2 (pfs). Insertion details: 3 coils remaining in the endometrial cavity. Mirena used concomitantly since only one essure coil was inserted diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: there is a solitary, left-sided, essure filament. This fallopian tube appears to be occluded. The right sided fallopian tube is patent. Ultrasound pelvis - on (B)(6) 2017: pelvic ultrasound, impression: iud partially imbedded in anterior myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, bleeding, embedded device (pelvic ultrasound, impression: iud partially imbedded in anterior myometrium) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media report was received on 23-mar-2020 and linked case (B)(4) was created for mirena serious incident, event "embedded device" was removed from this report and added to linked mirena report together with event "pelvic pain," "genital bleeding". Genital hemorrhage was considered a non-serious incident. Patient had recovered after hysterectomy we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.